Event description:
During case the unit would not read flow rate, used back-up with the same result. Switched tube sets and doctor had to go to an open procedure; shoulder arthroscopy. Doctor didn't feel the pumps were working properly, and was ok with the open procedure, and indicated it's not uncommon to do an open procedure via a mini arthrotomy. Patient is fine and procedure went well. There was another pump available, but the doctor had already started the incision before the sales rep got back with it. There was a 10-minute delay reported and no injuries were noted.

Manufacturer narrative:
Could not reproduce complaint.